Event description:
Following final trial, surgeon commented that the scorpio trial insert was cracked. When I asked him to show me, I asked him to put a twisting force on the trial and it broke along the crack.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.